Event description:
A peritoneal dialysis (pd) patient reported being in the hospital. The patient stated it was not related to the cycler or dialysis treatment. Follow-up with the clinic manager documented the patient was hospitalized for peritonitis not related to dialysis. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2023 with unknown signs and symptoms. The patient was admitted to the hospital and diagnosed with peritonitis. The pd culture was obtained after empiric antibiotic therapy was initiated (drug, dose, frequency, and duration unknown). The culture resulted negative for growth. Information pertaining to the patient¿s antibiotic regimen was not provided. The patient was discharged on (B)(6) 2023. The patient is continuing to complete pd therapy utilizing the liberty select cycler during recovery. The cause of the peritonitis was not determined due to no growth result from the culture. The patient did not report any breach in aseptic technique nor any cassette leak or other issue with any fresenius product(s).